Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she could not get the insulin pump to prime. The customer stated that she changed the set but insulin would not exit. During troubleshooting, the status screen was checked and there were no error alarms. The customer was assisted with going through the priming process and she still did not see any insulin come out of the tubing. The customer confirmed she had another infusion set but was unable to complete troubleshooting. She was advised to change the infusion set and call back. The customer's blood glucose was 301 mg/dl, which she stated she would treat with back-up plan.